Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5; b4; b5; b7; g3; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient suffered a quadricep tendon rupture that required surgical repair on an unknown date. The tendon repair led to significant wound complications and infection. Approximately six months post implantation, the patient underwent a two stage revision due to the infection. The products were explanted and an antibiotic cement spacer was implanted. Seven weeks later, final products were implanted. Attempts have been made and no further information as been provided.

Manufacturer narrative:
(B)(4). Medical product: unknown zimmer tm press-fit right size 8 standard femur: catalog#ni, lot#ni; unknown zimmer size f right tibia, press-fit: catalog#ni, lot#ni; unknown zimmer 11mm mc articular surface: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-01471; 0001822565-2022-01472; and 0001822565-2022-01473. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The patient experienced a traumatic fall due to weakness, which was identified by the healthcare provider to be not device related. The subsequent revision surgery was due to wound complications and unknown infection resulting from the quadricep repair after the fall. As the revision, from the reported infection, occurred greater than 90 days from the initial implantation, the device can be excluded as a possible source. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient fell due to weakness, which resulted in a quadricep tendon rupture that required surgical repair. The tendon repair led to significant wound complications and infection. Approximately six months post implantation, the patient underwent a two stage revision due to the infection. The products were explanted and an antibiotic cement spacer was implanted. Seven weeks later, final products were implanted.